Event description:
The customer reported that the device blade did not advance and the jaws could not be re-opened while applied to tissue. The surgeon removed the device by prying it off using another instrument. There was no tissue damage or pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.